Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported difficulty charging their implantable neurostimulator (ins) on friday. While attempting to recharge, the device screen repeatedly displayed prompts to "retry" or "recharge," cycling back and forth without establishing a steady connection. Pt also noted that the paddle became uncomfortably warm and the relay box was excessively hot. Additionally, when the recharger was connected, the controller screen went blank and became unresponsive; however, when plugged into the ac power supply, the controller functioned normally. Pt reported that they have been attempting to charge their ins since friday but have been unsuccessful for the past three days. They mentioned repeatedly repositioning the paddle "a million times," yet despite these efforts, they were still unable to charge the ins. Agent sent a request to repair to replace the recharger. Pt mentioned receiving a replacement controller, battery pack and ac power supply (see case history).

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.